Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found in specification in relation to the customer reported "upstream occlusions are detected", which was not reproduced. A review of the event history log identified "upstream occlusion!". The reported condition was verified. However, as the device functioned as intended during occlusion testing, no corrective action was required. The device was also found in specification in relation to the customer reported "'infusion was to be completed there was still at least 100 ml remaining", which was not reproduced. This reported condition was not verified, and as the device functioned as intended during flow testing, no corrective action was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump which had a problem reported by pump users: ¿oxaliplatin programmed for the pump in 2 hours. When the infusion was to be finished there was still at least 100 ml left in the bag. Oxali took 2h40 instead of 2h of infusion. They performed a workshop volume infused test and the infused volume complied with the specifications for the pump. Total upstream occlusions are detected but we are able to produce situations similar to those reported by users in the presence of upstream partial occlusions." There was patient involvement but no report of patient injury or medical intervention associated with this event. No additional information is available.